Manufacturer narrative:
Date of event: the patient was reported to have been hospitalized for the peritonitis at the beginning of (B)(6) 2016. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment for the reported event and the actions taken with pd therapy were not reported. The patient was reported to have been discharged from the hospital the same day as the report. The outcome of the peritonitis was not reported. Additional information was requested on this event, but the reporter declined to provide any more information and did not want to be contacted again regarding this event.